Event description:
The patient reported that at 5:23 am, on (B)(6), her blood glucose measured 149 mg/dl and she took a 1.05 unit insulin bolus. At 10:10 am, it had gone up to 329 mg/dl and she bolused an additional 4.3 units. She then went to the emergency room where her bg measured 339 mg/dl at 10:45 am. She was treated with manual injections. They also ran blood tests and treated her for ketones. She was released around 4:00 pm. Her bg at 4:13 pm was 136 mg/dl. She disposed of the pod.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and emergency room treatment. No product lot number was reported, therefore, no qualification records could be reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."